Event description:
It was reported via int'l complaint #666, australia, that a nursing home patient experienced inflation difficulties with four (4) size 6lpc, low pressure cuffed tracheostomy tubes. This was reportedly detected after one (1) to two (2) weeks of usage. The devices were pre-tested with no discrepancies noted. The device was removed and refitted/replaced with another device. There was one (1) pt involved with no reported pt injuries. Two(2), of the involved size 6 lpc devices were returned on 8/18/99 for decontamination, analysis and investigation. The manufacturer's device evaluation results are recorded on section h. Of this report.